Manufacturer narrative:
Additional information: the patient's exact date of birth is unknown; however, the patient was born in 1939.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2014. According to the complainant, the jejunal tube had an occlusion. The jejunal tube was replaced on (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 25, 2015: the jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure was performed on (B)(6) 2014. According to the complainant, the jejunal tube had an occlusion. The jejunal tube was replaced on (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2014. According to the complainant, the jejunal tube had an occlusion. The jejunal tube was replaced on (B)(6) 2015. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 25, 2015: the jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Additional information received on november 19, 2015: the jejunal tube became occluded on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.